Event description:
It was reported to boston scientific corporation in 2008, that during unpacking, the distal end of a contour ureteral stent was observed to be damaged. The stent was not used and another, same type stent, was used to complete the procedure. The pt was reported as being fine following the procedure. Age, gender, and weight of pt is not known.

Manufacturer narrative:
The returned stent was found to be deformed and slightly torn at the proximal sideport hole. The stent was inside the original open tray. A visual eval found that the proximal suture hole was torn proximally and deformed to the side. The tear and deformation was found to be jagged. The suture was found to be cut, most likely due to an attempt being made to remove it from the tray. A functional eval found that an 0.038-inch guidewire, when loaded from the proximal end, exited the damaged proximal sideport hole instead of passing through the stent body. A review of the device history record was performed and revealed no related issues to this complaint. A lot history search was performed and found no other complaints against the reported lot number. The august 2008 contour w/o wire product family trending chart was reviewed and the product family does not show a negative trend. Handling damage is the most probable root cause.